Event description:
It was reported that this right atrial (ra) lead was dislodged during the follow up checkup which was confirmed through xray. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.